Manufacturer narrative:
Batch review performed on 06-jun-2023. Lot 2242587: (B)(4) items manufactured and released on 05-dec-2022. Expiration date: 2027-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2249525: (B)(4) items manufactured and released on 25-jan-2023. Expiration date: 2028-01-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the head and liner.